Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2021 for a follow-up. During interrogation, it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. The physician explanted and replaced the ICD on (B)(6) 2021. The patient condition is unknown.